Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a rod implanted in a patient. Procedure performed was revision surgery of broken rod. It was reported that the reason for explanting the existing implanted screw was due to broken rod revision. There were no patient symptoms or complications as a result of this event.